Event description:
It was reported that during the right ventricular (rv) lead implant procedure, the lead tip could not extend. The rv lead was removed and replaced with a different lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned. Analysis was performed and no anomalies were found. The helix of the lead was extrinsically bent. Visual analysis of the lead indicated damage at implant. The analyst noted that the helix could be extend and retract but it looks lightly bent in extending position. If information is provided in the future, a supplemental report will be issued.